Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: no defect was found. Unable to duplicate the complaint. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with a 1.0u/hr basal rate; returned battery cap and returned cartridge cap used to complete testing. Battery was then removed to simulate a battery change; when a new battery was reinserted the 1.0u/hr basal rate remained programmed in the pump with no changes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue: when changing battery, pump cleared all basal rates. Reporter contacted health care provider and reset the pump immediately after battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.